Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to corroded motor home switch. There was no compromised force sensor system alarm. The pump had a scratched lcd window and cracked reservoir tube. The drive support disk was inspected and there was no anomaly noted. There was no motor position encoder error alarm in the history. They were unable to perform the compromised force sensor system alarm test due to the motor error alarm. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 142 mg/dl at the time of incident. The customer stated that he was changing the infusion set when the pump alarmed. They were unable to get out of the rewind/prime process because the pump alarmed compromised force sensor system. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.